Event description:
Add'l info rec'd from rptr 3/27/01: evaluation of pacemaker: the device was found to be in an operational state and operating as programmed. This was confirmed by use of a st jude medical pacemaker programmer appropriate for this device. Physical inspection of the device shows no damage. However, the electrical leads from the device have a number of cuts along their length that are through the outer cover of the lead and down into the wire structure of the lead. At several of these cuts, there is visual evidence of blood infiltration down into and along the wire. If these cuts were present when implanted, there is considerable question about the electrical integrity of the leads and their ability to conduct the stimulus from the device. Engineer advises to have the device properly evaluated by the MFR. The above observations were made only as an indicator of the need for further investigation. It is by no means a statement or indication of fact about the operation of the device. This can only by made by a qualified evaluation by the MFR.

Event description:
Pt had a pacemaker implanted in 2001 and the pt died one month later. When the device was explanted by the coroner's office, they requested that the device be examined for defects. Clinical engineer for hosp examined the unit and found that the leads contained cuts that extended through their outer coverings and into the wire.